Event description:
It was reported that the implantable cardiac monitor could not be interrogated post implant. The device was explanted and replaced. The patient experienced no consequences.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to memory corruption occurred during the manufacturing process. The device was tested by reloading the product code and all tests results were normal, memory corruption could not be reproduced. A manufacturing anomaly may have occurred that resulted in the reported error message due to memory corruption.